Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during removal from the right infra-popliteal vessel following a cryoplasty procedure. Reportedly, severe resistance was initially encountered in the "iliac bifurcation while advancing the sheath over the guide wire due to calcification and acute bend around the horn." Additional resistance was met during removal causing the sheath to begin to stretch to about 130-cm in length leaving the distal section attached by the coil wire. The technician replaced the dilator into the sheath, and then, was able to remove the partially detached section successfully without complication.